Event description:
The patient contacted animas on (B)(6) 2013 alleging the pump's insulin-on-board (iob) feature was not functioning correctly. The patient alleged the iob feature was set for 4.5 hours' duration, but is still showing a reading that there is insulin present up to 6 hours after bolusing. There was reportedly no current example of the reported issue available on the pump at the time of call to animas. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis with the following findings: the pump was returned with the insulin-on-board duration set for 4.5 hours. A 10.0 unit normal bolus was programmed and delivered during the investigation at: 07:01 am on (B)(6) 2013. There was no insulin-on-board amount present at the time the bolus delivery was programmed. The remaining insulin-on-board showed 0.15 units remaining 4.5 hours after the 07:01 am bolus delivery. The pump was exercised for a minimum of 48 hours. The complaint regarding the insulin-on-board amount remaining was reproduced during investigation; however, the insulin-on-board duration feature is operating as designed and intended for this pump model.